Manufacturer narrative:
No patient information provided. No patient injury reported. Very limited information was provided by the foreign site as to the initial reporter. Only the hospital name, city and country was provided. Expiration date and manufacture date at time of initial report unknown. MFR 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. MFR 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. MFR 3m continues to monitor their complaints to confirm the effectiveness of the change made. The reported lot in this event does not include the solvent process change but did include the new material. End of report.

Event description:
It was alleged that a 3m ranger(tm) high flow blood/fluid disposable set leaked within the "y" connection. No patient injury was reported. The type of fluid being used (blood/saline) was not specified.

Manufacturer narrative:
This follow-up report is providing the expiration date and manufacture date applicable to the lot number which was not included in the initial report. End of report.